Event description:
Reportedly, the device broke in half and the white shaft holding the circular metal ring and bag fell into abdomen. Surgeon had to remove the component along with the round red metal ring. No injury. Sex: unknown. Procedure: lap appendectomy.